Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-52 lead implanted: (B)(6) 2001. (B)(4).

Manufacturer narrative:
Product event summary: the actual lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. The analyst noted that beginning 2015-nov-14, the rv pacing impedance has been varying up to 2192 ohms and down to 752 ohms. Beginning on 2015-nov-20, the rv pacing impedance holds steady at greater than 2000 ohms. (B)(4).

Event description:
It was further reported that an impedance spike was exhibited, and that impedances have been erratic with the rv lead.

Event description:
It was reported that there was an alert triggered for high pacing impedance on the right ventricular (rv) lead. The lead remains in use. No patient complications have been reported as a result of this event.